Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed due to the absence of photographic evidence submitted for investigation. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most probable cause. The most likely cause of the reported failure is attributed to improper surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/16/2025, an arthrex employee reported via (B)(4) that (qty. 2) abs-10062t angel system with aspiration kits failed. Two acp kits (lot# 5071157978) were found defective during use. Both kits experienced clotting within the syringe and cracked filters between the syringe and the collection bag, likely due to pressure. This required discarding two kits, removal from consignment inventory, and additional blood draw/re-sampling. There was a delay in the procedure due to kit failures, and the patient required additional blood collections, which increased supply usage. No patient was adversely affected.